Manufacturer narrative:
The explanted devices will not be returned for evaluation.

Event description:
A report of the patient's precision system explanted was received. Information about the reason for explant was not released.